Event description:
This device case, reported by a consumer, who contacted the company with a product complaint and to report adverse events, concerns a male pt. The pt medical history of pt included type 1 diabetes mellitus and migraine. Concomitant medication included: glargine insulin for type 1 diabetes mellitus. The pt was taking insulin lispro (humalog), dose and frequency not provided, for treatment type 1 diabetes mellitus, beginning on an unreported date. On an unreported date after the beginning of treatment, via humapen ergo teal/clear pen body (lot 40249) with a clear cartridge holder attached (lots a491316a), the pt had a migraine crisis, went to emergency room (ER) and there the glucose level was checked, which showed hyperglycemia, more than 200, unit not reported. The humapen ergo teal/clear pen body with a clear cartridge holder attached was reported to be broken with both engagement tabs broken. In the ER, the pt received an unspecified corrective treatment for migraine. For hyperglycemia, he increased the glargine dose (dose not reported) by himself. According to reporter, the pt recovered from hyperglycemia and it was unk if he recovered from migraine crisis. The insulin lispro treatment was continued. The humapen ergo teal/clear pen body with a clear cartridge holder attached is associated with another device. It patient operated the devices. It was unk if the pt was trained. The pt had used this device model and the reported device for nine years. The return of the device is anticipated. It was unk if the humapen ergo teal/clear pen body with clear cartridge holders attached was temporarily discontinued. Updated 05/06/2009: additional info from initial reporter was added with the initial info. Update 05/07/09: the complaint was cancelled in the complaint database.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.